Event description:
It was reported that "the patient received tha surgery in 2000 by using the crossfire uhmwpe insert and the psl shell (the stem and head were not stryker brand). In 2008, when the patient fell to the floor, the stem was broken. Therefore, the surgeon performed the revision surgery with the patient in 2008. At that time, the surgeon left the psl shell and implanted new insert instead of old one (the new stem and head were not stryker brand)." The revision surgery required was not related to any failure of the stryker device. There is no information at this time to suggest the replacement of the insert was anything other than routine.

Manufacturer narrative:
Investigation in progress. No additional information at this time.